Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that patient presented in hospital post fall with symptoms of syncope and bradycardia. Report revealed that healthcare provider had changed program settings unbeknownst to the sales representative. Patient had been complaining of dizziness for past several months. Patient stated that physician changed programming and prescribed medications to slow heart rate down. Programming changes were made. Patient felt better after the changes. Patient was discharged.